Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. The reported patient effect of mitral stenosis as listed in the mitraclip system gen 4 instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper lever) issue could not be determined. Additionally, a definitive cause for mitral stenosis could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling. H6: device code 4012 - removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient was 3mmhg. The clip delivery system (cds) advanced, resistance was felt with the gripper lever when lowering the gripper arms. There was no actual issue with the gripper arms. The clip was successfully implanted and remains stable on both leaflets. Post procedure mr was reduced to 2, however the mean pressure gradient increased to 7.5mmhg. No additional information was provided.